Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that while priming bd nano¿ 4mm pen needle medication does not flow. The following information was provided by the initial reporter: it was reported that no medication flows through pen needle during priming.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while priming bd nano¿ 4mm pen needle medication does not flow. The following information was provided by the initial reporter: it was reported that no medication flows through pen needle during priming.